Event description:
Same case as MDR ID# 2134265-2014-00872. It was reported that a shaft break occurred. The 2.75x8mm promus premier and the 2.75x12mm promus premier stent delivery system were selected on the same procedure. During the preparation of both devices, the stylets were removed however difficulties were encountered and both stylets were pulled harder which lead to the separation of the shaft from both catheters. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the distal extrusion. The break was located at 5mm distal to the exchange port site. The distal section of the break, including the balloon and crimped stent, was not returned for analysis. An examination of the exchange port identified a minor tear at the port site. A visual examination of the returned device identified a severe hypotube kink just distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-00872. It was reported that a shaft break occurred. The 2.75x8mm promus premier¿ and the 2.75x12mm promus premier¿ stent delivery system were selected on the same procedure. During the preparation of both devices, the stylets were removed however difficulties were encountered and both stylets were pulled harder which lead to the separation of the shaft from both catheters. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.